Manufacturer narrative:
Inspection of the returned instrument noted weld fracture not previously observed. Exemplar testing of same lot indicates weld strength is well above specified threshold. The fracture prevented final placement in optimal position. Subsequent loosening of the implant occurred. Removal of the anterior annulus may have occurred as well, thus providing a path into the peritoneum. Labeling review. IFU review. "...as with any major surgical procedure, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications... May result in the need for additional surgeries..."

Event description:
On (B)(6) 2017 a (B)(6) male patient underwent a posterior discectomy and fusion procedure. During the procedure the steel sheath on the inserter reportedly fractured. As a result the implant would not rotate to the proper orientation causing it to disengage from the inserter. The attempts to move/place the implant led to anterior migration into the peritoneum. On (B)(6) 2017 the patient underwent a diagnostic laproscopy for retrieval of the migrated implant. The patient is recovering well post-reoperation.